Event description:
The user facility reported a 79 year old male with an st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were signs of saturated flow during impella support. It was noted that the motor current was flat and that the lv waveform was at the top of the display. Furthermore, the console alarmed with an impella in aorta alarm, despite the pump being properly placed. As a result of the noted issue, the decision was made to explant the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation into the saturation flow issue has been completed. The pump was returned for evaluation. A visual inspection of the pump revealed that there was bond damage at the patient cable to kink protector bond. It also revealed that there was biomaterial in the cannula and near the purge gap. When the pump was run the biomaterial migrated to the impeller and the saturated flow was reproduced. The cause of the saturated flow was biomaterial. The cause of the product damage was bond failure at the patient cable to kink protector bond. As noted in the impella IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.